Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/24/2020. A manufacturing record evaluation was performed for the finished device lot: pdh052, and no non-conformances were identified. Additional h3 investigation summary: one empty opened overwrap of product code: 2809, lot pdh052 was received for analysis. As no needles or sutures were returned for evaluation, we are unable to investigate further. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.